Event description:
It was reported the patient presented for a procedure. Prior to the procedure, it was observed the right ventricular lead had loss of capture. It was suspected the lead had perforated. An echo and fluoroscopy showed no evidence perforation. The lead was explanted and replaced without issue. The patient was stable.